Manufacturer narrative:
This report is submitted on september 13, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site and subsequently underwent a skin revision on (B)(6) 2017, to remove the granulation tissue. Following treatment, the issue had reportedly resolved. The implanted device remains.